Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an erratic toning of patient alert feature. Patient was lost to follow up. The device was removed a couple days later. No patient complications have been reported as a result of this event.